Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information provided from the field indicates surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this device was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensed noise on the right ventricular (rv) channel that led to periods of pacing inhibition with greater than two seconds of asystole. This started to happen earlier in the year that the patient reported feeling dizzy at times. The device was reprogrammed and a procedure is being planned to revise the rv lead, which is a competitor's. The device continues to remain implanted and in service. No adverse patient effects were reported.